Manufacturer narrative:
It was noted that the customer does not clean the sample probe daily. According to the maintenance schedule in product labeling, the sample probe should be cleaned every day and is part of operator maintenance. The investigation determined the event was consistent with a maintenance issue at the customer site.

Manufacturer narrative:
The field service engineer (fse) found the sipper/reagent prove voltage was high and adjusted it. The fse cleaned the measuring cell pipeline. Afterwards, the problem was solved.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+ss (hcg+ss) on a cobas e 411 immunoassay analyzer. The initial result was 8.0 miu/ml. The repeat result was <0.1 miu/ml. The questionable high result was not reported outside of the laboratory. The repeat result was believed to be correct. The hcg+ss reagent lot number and expiration date were not provided.